Manufacturer narrative:
Investigation summary: a failure for false negative results was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6). The customer reported that the instrument reported negative results, but staining confirmed the sample had bacteria. The customer inquired if there other cases of this had occurred. Bd remote service responded that about three cases occurred in the previous month, and the cause may be on the treatment or fungus side. If the issue continues, the device may need to be inspected. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not needed due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaints related to false negatives. The root cause could not be determined. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a false negative result was obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the mgit judgment was negative, and staining confirmed that there were bacteria, and there were also acid-fast bacilli. "

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a false negative result was obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the mgit judgment was negative, and staining confirmed that there were bacteria, and there were also acid-fast bacilli. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.